Manufacturer narrative:
B3: event date is unknown. Continuation of d10: product ID 977a260 lot# serial# unknown implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient mentioned that a lead had shifted. Patient had too many surgeries and couldn't follow the dates. Patient reported that they had a CT scan with contrast and they would not go up in their head and it wouldn't go down in their lower back. They were in a lot of pain that's why they need an MRI. Agent reviewed MRI compatibility with the patient.